Event description:
It was reported that; pt complains of constant pain and difficulty walking since the surgery. Pt has been through physical therapy, but this has not helped her much. As per pt's husband, they are unsure of what kind of implant she has.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.